Manufacturer narrative:
(B)(4). The device was not returned to manufacturer. Without return of the device the reported calcification and host tissue cannot be confirmed. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 29mm mitral bioprosthetic valve that was explanted due to mitral stenosis and mitral regurgitation after an implant duration of 12 years, seven (7) months. The valve was described as degenerated with fibrosis and calcification. There was no appearance of infection. The device was replaced with 29mm competitor's valve. A 19mm aortic bioprosthetic valve was also explanted during the same operation. The patient tolerated the procedure well and was brought to the intensive care unit in stable but guarded condition on inotropic support. The device was note returned due to patient privacy.